Event description:
The complainant had placed a impella cp for support of a patient admitted in with in acute myocardial infarction and cardiogenic shock. It was reported that prior to leaving the operating room, after coming off bypass, the medical doctor attempted to manipulate impella due to suction alarms after coming off of bypass. The impella was manipulated past aortic valve and a decision was made to remove the impella upon return to unit. The patient remained stable until the successful wean and explant of the impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was additionally reported that after the decision was made to deploy the impella cp during left heart catheterization procedure because the patient began decompensating rapidly, there was a delay of therapy. When the abiomed representative requested a d5w or equivalent purge solution, the catheterization laboratory stagg were unable to locate the appropriate solution. There was an approximately 10 second delay to the deployment of the impella as the priming could not proceed until purge solution was obtained. After the procedure, the abiomed support staff setup continuing education for the catheterization laboratory staff to address impella procedural issues and reinforce training for best practices. After impella support was initiated, the patient was hemodynamically stable. The patient remained stable until the successful wean and explant of the impella.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of positioning issue was most likely attempt to recross the valve wirelessly. E4 should have been left blank on manufacturer device report 1220648-2024-19861.